Manufacturer narrative:
Pump received with a constant blank flashing white light display and constantly beeping due to vertical cracked lcd controller. Confirmed partial display due to cracked lcd glass. Unable to perform the self-test and displacement test due to a constant blank flashing white light on the display. Found moisture damage to force sensor during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, faded serial number label, cracked keypad overlay, cracked lcd controller(pcb1), cracked glass, corroded battery tube, corroded motor home switch. Flashing white display and audio anomaly noted due to vertical cracked lcd controller. Confirmed partial display due to cracked lcd glass. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and indicated pump replacement. No harm requiring medical intervention was reported. Mmt-1885 was returned for analysis.